Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that the therapy connector of the customer's device would lose contact with movement and would not recognize it's quick-combo therapy cable. In this state, defibrillation therapy may not be able to be delivered, if needed. There was no patient use associated with the reported event.